Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to user error. It should be noted that the coronary dilatation catheters mini trek rx, global instructions for use (IFU), states: balloon pressure should not exceed the rated burst pressure (rbp). It is likely the IFU deviation resulted in the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 1.5x15 mm mini trek balloon dilatation catheter was advanced to the heavily calcified, proximal second obtuse marginal coronary artery without issue. The mini trek was inflated to 12 atmospheres (atms) then a second time between 14 and 16 atms. During the third inflation, the mini trek ruptured at 24 atms. The physician was aware that he had exceeded the rated burst pressure of 14 atms. The mini trek was removed in one piece. The procedure continued with another mini trek. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.